Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close, were malformed and the device jaws are defective. Another device was used to complete the procedure. No adverse consequences reported. The account will not release device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.